Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced withdrawal symptoms which included increased baseline pain, sweating, and hot and cold flashes on (B)(6) 2013. The patient was seen in the clinic. The patient was due for a refill on (B)(6) 2013, but because of the symptoms, they decided to check the pump on (B)(6) when the patient came in. The expected volume was 7.7 ml the actual amount was 0 ml. There were no issues with prior refills regarding volumes and no issues with the refill procedures themselves. The patient had not experienced any periods where he felt overdosed. There were no pump alarms. The pump was refilled and he had been fine since; he hadn¿t needed any oral medications. It was noted that the patient worked for the airline industry and was on flights weekly with takeoffs and landings four times in a week; he also owned a hot tub. The pump was delivering morphine. It was later reported that the cause of the discrepancy was unknown. The patient had been receiving effective therapy since the pump refill was completed. The physician decided to perform frequent volume checks to monitor pump volumes.

Manufacturer narrative:
Based on additional information received, the "date recieved by manufacturer" should have been (B)(4) 2013 on the initial MDR.

Event description:
On (B)(6) 2013, they checked the pump volume. They expected 11 ml, but only pulled back 6 ml; they confirmed that the entire reservoir was aspirated. They did not feel the patient was accessing his own pump. The patient had a ptm (personal therapy manager) that was programmed at a dose of 3.5 mg/day with a maximum of 6 doses per day which the patient used about 4 times per day. The pump was updated with the correct reservoir volume and the refill date was adjusted; they planned on refilling the patient¿s pump at the end of may instead of the reservoir alarm date in mid-june to be conservative. There were no patient symptoms associated with the volume discrepancy this time; the patient was given oral medication for the withdrawal symptoms in april. The patient took the oral medications until therapy was reestablished after the pump was refilled. With the oral medications, the patient recovered without further consequence in regards to withdrawal symptoms. The pump remained implanted. Further troubleshooting was being considered. The patient status was reported as ¿alive-with injury¿.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).

Event description:
Additional information was received and it was reported that there was no notable discrepancy at the pump refill visit on (B)(6) 2013. The physician was planning on doing a rotor study; it hadn¿t been scheduled yet.